Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence and urethral atrophy. The device stopped working; however, the cause was not identified. A surgical procedure was performed during which the aus was removed and replaced. No further patient complications reported.